Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer pockets were failed to open. A field service engineer (fse) identified a liquid spill on row a, replaced a cubie tray and cleared duplicate address errors after restarting the station application. The pockets were reloaded with the user, but duplicates persisted in row a. Then, the fse replaced the damaged retractor band to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was unable to open properly. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.